Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system and another manufacturer's device were implanted for the endovascular treatment of a 5.8 cm diameter abdominal aortic aneurysm. The proximal aortic neck had a diameter of 19 mm, with a length of 45 mm and an angulation of 25 degrees. The aorta had significant atherosclerosis, described as "shaggy". The access vessels were described as partially calcified. It was reported that the physician implanted the stent grafts. The procedure was performed under local anesthesia due to the patient's copd. The grafts were successfully implanted. A post-operative CT scan confirmed that the main body just below the flow divider was slightly compressed. After the patient was discharged, the ipsilateral limb became occluded. The patient underwent a fem-fem bypass to resolve the occlusion. No additional clinical sequelae were reported and the patient is fine. The physician commented that they were concerned only about the ipsilateral limb, and that this may have been an insufficient treatment plan for the long neck. The physician believed that the other manufacturer's device, implanted on the contralateral side, should have been implanted from the flow divider at the same position as the contralateral leg.